Manufacturer narrative:
S/w 2.9d pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, peeling keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, missing display window cover, missing serial number label, broken belt clip rails and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack, ring was missing and keypad sticker peeling off. Customer's blood glucose value was 8.30 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.